Event description:
According to the reporter, pre-operatively, the device¿s needle broke. The suture was not used because of the problem of decortication when leaving the packaging. New device was used to complete the case. Patient outcome was unknown.